Manufacturer narrative:
One workmate¿ claris¿ system computer z620 was received for evaluation. The reported event of a bootup issue was confirmed. The computer was powered on but it immediately turned off. The unit was power cycled several times to no avail. As received, severe physical damage was observed on the exterior of the computer. Due to the physical damage additional evaluation could not be performed. The cause of the reported boot up issue and subsequent cancellation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a procedure, the system was not booting. The case was cancelled and the patient was stable.